Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as it felt loose in the pocket due to weight loss. The patient underwent a procedure wherein the pocket was revised and relocated and remains implanted, and spinal cord stimulation (scs) leads were added. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.